Event description:
A hydratome sphincterotome was going to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, prior to the procedure, the device did not bow. The procedure was completed with another of the same device. There were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A device history record review of lot number 11708906 was performed and revealed no issues.